Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The bmw universal ii guide wire was used successfully; however at the end of the procedure, it was noted the guide wire went through the side hole of the guiding catheter and was unable to be removed. The guide wire was pulled back with the guiding catheter and successfully removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that at the end of the procedure the guide wire went through the side hole of the guiding catheter resulting in the reported difficulty to remove. Reportedly, the guide wire was pulled back with the guiding catheter and successfully removed. After the procedure, manipulation during the attempt to remove the guide wire from the guiding catheter resulted in the reported/noted detachments (core, coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the return analysis noted the core and tip coils were separated. Follow-up with the account confirmed that the separation occurred after the procedure during the attempt to remove the guide wire from the guiding catheter. No additional information was provided.